Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the original customer comment of label delamination and further noted that the cable was damaged (cut/frayed). Both the label and the cable were replaced to resolve. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head was missing the gel pad. The rf head was returned for repair. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.